Manufacturer narrative:
Investigation included assessment of device use, supply change procedure review, and medical professional engagement for follow-up. Investigation of this case revealed incorrect deployment of the infusion set or incorrect attachment of the infusion set connector to the cartridge, which can interrupt insulin flow. It was concluded that user technique during cartridge and infusion set changes caused the hyperglycemia, and training was arranged to correct the procedure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that an ilet user experienced frequent hyperglycemia with a high of 280 mg/dl while using the system, with the issue traced to an infusion setup error in which the connector was attached to the cartridge before the cartridge was inserted, leading to improper insulin delivery; the user responded by announcing extra meals, and customer support provided user education and troubleshooting. Symptoms included high blood glucose. Outcomes included no device alerts or alarms and no medical intervention or hospitalization.